Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that customer opened the intra-aortic balloon (iab) and noticed the dilator did not have the locking mechanism. The customer felt there were components missing from the packaging. There was no patient harm or adverse event reported.